Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. Visual inspected indicated the proximal end of the distal spring electrode was separated from the lead body insulation. There was trilumen insulation abrasion through to the lumen approximately 503-527mm from the terminal pin. Due to the location and type of damage, this was likely caused by lead-on-lead interaction within the heart.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the impedance measurement on the right ventricular (rv) lead had decreased from 450 ohms to 258 ohms. Subsequent information was received that the rv lead impedance measurements decreased below 200 ohms. There were no events that showed noise. No changes have been made to the system. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Subsequent information was received that this rv lead was explanted due to low pacing impedance measurements. During the revision procedure, insulation damage on the rv lead was observed. No additional adverse patient effects were reported.